Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged. The procedure was completed and there were no patient complications reported. The patient condition was stable.